Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corp that during a sacrospinous ligament fixation procedure using a capio open access suture capturing device, "the needle-driving function would not open and close properly." No further details about the malfunction are available. The physician completed the procedure with another capio open access suture capturing device, without complications to the pt, who is reportedly "fine" post-procedure.